Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing and loss of rv capture. Review of the episodes revealed pacing sub-threshold. Recommended programming changes were made. The patient will be followed normally.